Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of pain. Surgeon stated uptake on a bone scan around the stem. Surgeon removed an accolade 11 femoral stem head and liner and replaced with a cone conical construct. This was accomplished using flexible chisels and a slap hammer. Revision was reported for patients right side. Procedure was completed because the patient complained of pain and he felt via a scan of the stem may be loose. It did however take some amount of effort to remove it.